Manufacturer narrative:
A field svc tech evaluated the device and found that the cord wiring was coming out of the plug. The screws and clamp had broke and allowed wires to back out and become exposed. The device was repaired, passed all functional tests, and was returned to svc.

Event description:
It was reported that the rover's cord had exposed wires by the plug. There was no pt involvement or adverse consequences related to this event.